Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure when knotting the suture during the closure, the thread broke. The surgeon used another suture. No patient injury.